Manufacturer narrative:
Evaluation summary: the device history records (DHR) for device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient experienced blurred vision approximately 1 month post lasik surgery. Epithelial ingrowth along with microstriae was noted and the flap was lifted and rinsed. In a follow up it was reported the event is improving with treatment including loteprednol etabonate ophthalmic suspension.